Manufacturer narrative:
The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Replace battery alarm and power error alarm confirmed in the long trace. Detail trace analysis confirmed the pump alarmed replace battery and then alarmed power error was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector at connector board, the insulin pump was monitored and functioned properly. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Event description:
Customer reported via phone call that insulin pump alarmed power error detected. Customer¿s blood glucose was 210 mg/dl at time of incident. Customer states that internal source was unable to charge and notification light stop flashing immediately. Insulin pump was returned for analysis.